Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6): product type recharger h3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6) revealed a cable assembly bent connector pin at the end of the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a broken desktop charger connector pin . Caller stated at first they thought the broken pin may have been stuck in the port of the recharger but after inspecting it on the call, they are not sure. Caller stated they can see the pins in the connector port and they are on the same side as the arrow. Caller stated they are able to close the rubber gasket and it sits flush in the port so they don't think there is anything obstructing it. Caller stated that the recharger battery is depleted and their implant is low so they have no stimulation right now. Caller is worried that the implant will discharge completely stating this is their pain management treatment and without it they "feel everything." Caller is worried that the ac power supply will not resolve. Agent reviewed with caller that if that happens they can call us back and we can discuss wireless recharger transition. An email was sent to repair to replace the desktop charger. Patient mentioned they had the same issue with an old one (referring to an old connector pin issue).

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: 37761 desktop charger - s/n#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.